Event description:
Piv placement successful. However, when piv was flushed, catheter was observed to be damaged and was leaking through a small hole on the catheter directly above the hub. Patient was a difficult stick and was unable to keep piv due to damaged catheter. 24g jelco, lot #: 4422642.